Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 528 mg/dl. It was stated that the battery died on the insulin pump leading up to the event. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted in correcting. Found battery out limit and off no power alarms in the alarm history. The insulin pump was alarming at the time of the call. Assisted in clearing alarms. The insulin pump passed the prime test. Nothing further was reported.